Event description:
A balloon was advanced for dilatation of a native arteriovenous fistula procedure. Upon inflation the balloon began to "watermelon seed" out of the lesion. The physician repositioned the balloon while it was still partially inflated. Full inflation of the balloon to 10 atmospheres resulted in a balloon burst. Withdrawal attempts met with resistance. Continual exertion on the catheter resulted in catheter breakage and a portion of the balloon detached and remained in the pt's arm. Surgical retrieval of the detached tip utilizing a catheter was unevntul. Post-operative complications involved cardiac arrest and unsuccessful resuscitative measures. The pt subsequently expired. The device was received, evaluated and retained by this MFR. A guidewire was lodged in the catheter. The proximal end of the balloon was attached to the shaft, however, the distal end was detached along with the distal tip of the shaft, measuring 4cm long. The distal catheter shaft appeared elongated. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with over-pressurization or use in a c alcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressure for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co's follow up indicated the pt was extremely ill pre-procedure and that fluid overload the day before the procedure resulted in postponement of the dilatation procedure for 24 hours. User technique and/or pt anatomy/status appear to have been contributing factors in this event. Co's engineering eval revealed elongation of the catheter shaft at the distal end in the area of shaft breakage. This finding indicates catheter breakage resulted from force exerted beyond the tensile strength of the catheter. Therefore, co does not attribute this event to this device.